Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the cheeks with 2 syringes of juvéderm voluma® xc and in the nasolabial folds, perioral area, lower lip, upper lip, and oral commissures with 1 syringe of juvéderm® ultra plus xc. Four months later, ¿the cheeks were tight, and they could feel where the product had migrated on the cheekbone,¿ describing it ¿hard as a rock.¿ the injector reported that the product had worked its way up to 3 spots in the orbital rim. The lower left lip in the corner by the oral commissure had a hard lump that was tender, and a cold sore in the left upper lip.¿ the patient saw a dermatologist who prescribed an antibiotic and recommended that the patient be treated with hyaluronidase. The tenderness resolved. The patient saw the injector the following week, and the injector reported not being sure about ¿using hyaluronidase in the tear trough¿ or being able to treat the hardened areas with hyaluronidase because the injector ¿would not be able to get the needle in.¿ the injector has not treated the patient. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00565 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm voluma® xc.